Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: (B)(6)); product type: 0191-extension; explant date brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) had an extension infection to back of right ear. The pt reported an inflamed and swollen area behind right ear where the extension went through a few weeks ago, which was cleaned and dressed by their healthcare provider (hcp). They also commenced oral antibiotics as prescribed by their hcp. The relationship of the event to the device or therapy was possible. The relationship of the event to the implant procedure was possible. This event resulted in an emergency room visit, and unscheduled clinic or office visit. The event is ongoing. The suspected etiology was a paralysis tick bite.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2023 product type extension product ID b3400060m lot# serial# (B)(6): product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.